Event description:
The patient came in reporting tightness in the knee and the cause is unknown. At about 9 months from primary the surgeon cut more distal femur and revised the femur and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 august 2022: lot 2012776: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Other device involved: batch review performed on 08 august 2022: gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot 2102569: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.